Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system displayed a black screen due to the power cord being disconnected. A field service engineer reconnected the power cord and the station was then able to boot up with no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a black screen. The customer had performed reboot multiple times, but the issue still persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. Additionally, it was reported that the user was able to retrieve the needed medication from th pharmacy and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.